Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset. She says that she tested a total of 7 cannulas, and all of them presented the leakage, all at this same day. All cannulas belonged to the same lot.